Manufacturer narrative:
(B)(4). Date of initial report: 02/03/2017. Date of follow-up report: 02/14/2017. One ls1037 was received for evaluation. Visual inspection found a section of jaw wire insulation was sliced off. The jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. Additional functional testing was performed on porcine kidney tissue. Multiple seals on vessels of various sizes were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the additional failure to be an user error. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries potentially pertinent to the customer's report were noted.

Manufacturer narrative:
Medtronic #: (B)(4). Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device did not cut pr seal as expected. Device was replaced and procedure continued without issue. Upon receipt of device for investigation on (B)(6) 2017, it was noted that part of the jaw wire insulation was damaged and a piece was missing, not returned with the device. Site was contacted and stated that no pieces detached during the procedure.